Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent tlif at l4/l5, l5/s1 to treat severe spinal stenosis at l4-l5 and foraminal stenosis at l5-s1. 195 days post-op, the patient presented with back pain at a routine post-operative visit. X-ray and CT scan images show broken pedicle screws at s1 and non-fusion between l5 and s1. No additional complications have been reported, no revision has been performed.